Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 months post implant of this annuloplasty ring in the tricuspid position, the ring was explanted and replaced with a non-medtronic device. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the annuloplasty ring was explanted due to moderate regurgitation that was a result of endocarditis. There is no indication that the annuloplasty ring caused or contributed to the endocarditis that occurred six months post implant. If information is provided in the future, a supplemental report will be issued.